Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device disposition is unknown.

Event description:
It as reported that during a routine open rotator cuff repair, open sad and acj debridement, the tip of an arthrex scorpion surefire needle was noted as missing. On comparison to another needle it was found that the 3mm (approximately) triangular tip had broken off. Patient info: the patient underwent an x-ray to his shoulder; no tip was observed by the radiographer. The consultant does not believe that the scorpion surefire needle tip remained in the patient but in the event that it is he does not believe the patient will come to harm. The patient has been fully informed of the incident. Actions taken by hospital: the consultant surgeon was immediately made aware of the situation. The suction content was x-rayed. A small x-ray detectable 'fleck' was observed by the radiographer but the item was unable to be retrieved during visual inspection with a magnifying glass. The operating field was searched and the missing tip could not be seen on swabs, drapes etc. All other sharps correct. The patient was x-rayed; no tip was observed by the radiographer. It was reported that photographs taken of the scorpion surefire needle shows that it was almost to full scale for reference.